Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: dielectric strength was inadequate, due to damaged outer tube. And the leakage current was inadequate, due to broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited damaged outer tube, broken r-unit (charged coupled device), cut in the protector of the video cable section. Leakage current is inadequate and inadequate dielectric strength. There was no patient involvement.